Manufacturer narrative:
A ge service representative performed an onsite investigation. The user interface was replaced, and the collimator and the touch screen were calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shuts down on its own and requires a re-boot. This event occurred during a procedure. No patient injury was reported.